Manufacturer narrative:
The specimens were collected in "gold top" serum tubes. Qc was within specifications before and after the event. Customer did not report any result flags associated with these results. There were no errors posted to the event log. A field service engineer (fse) was dispatched: a) before arriving at site, the fse advised customer to replace aspirate probes. After replacement, customer began receiving wash buffer flow monitor errors. B the fse found wash buffer tubing was cut at the rear of the wash buffer which was fixed. C) the fse performed hardware verification and all testing passed. No hardware issues were identified as root cause. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer tested patient samples for troponin (accu tni) and obtained several the initial result for patient one was an "elevated", and a "negative" upon repeat. The repeated result was reported out of the lab. A 2nd patient sample gave an initial result of 2.2ng/ml. The sample was retested and repeated result of 0.04ng/ml was reported out of the lab. No additional data was supplied. The erroneous results were not reported out of the lab. Patient treatment was not affected as a result of this event.